Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the autopulse platform (B)(4) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. There was no patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The archive data was reviewed and confirmed the occurrence of a ua 7 error message. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damage on the cover. This observation is unrelated to the reported event. After replacement of the load cell and the damaged cover, the device was further tested including the load characterization check and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).